Event description:
It was reported that during a laparoscopic gastric bypass procedure, the surgery went without any apparent complications; however, the patient came back approximately one month post op with pouch leak and fistula to remnant stomach developed. Case was completed normally with our devices.

Manufacturer narrative:
(B)(4). Additional information: intra-operative videos received. No staple abnormalities were noted at the time of the device firings. No malformed staples were observed. Delivery of staple lines appeared straight and two dimensional, no third plane forms. Slight oozing along some of the cut lines as well as staple leg puncture sites was noticed. As for staple line bleeds, careful consideration of cartridge selection should be taken in order to minimize. Staple line bleeding can occur with a cartridge selection too large as well as too small for the targeted tissue. Based on the video evidence, unfortunately, no cause for the complication was identified with the subject device firings.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: what is the patient¿s bmi? What color cartridges were used throughout procedure and in what order? Was there any issue in primary operation in regard to staple formation? Did the patient have any medical condition that would predispose them to having a leak this late after the procedure? Does the surgeon feel that a leak this late was most probably related to patient factors or stapler issues? The original surgery was done on (B)(6) 2015 (with gst)) and the patient presented again on (B)(6) 2015 with a leak and gastro-gastro fistula. The patient also had an endoscopic guided clip place and an interventional radiological guided drain place for the leak but is reportedly doing fine now.